Event description:
It was reported that after inserting the lens into the lens was slow to unfold. At the end of the surgery, the lens was not fully unfolded. Upon examination 10-12 hours post-op, the lens was noted to be unfolded. No information has been received regarding the type of inserter used during surgery. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens is implanted, therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.